Manufacturer narrative:
This device is scheduled to be evaluated by mpi once it is returned from the customer. A f/u report will be filed once eval is completed detailing the methods, results, and conclusions of the eval. This device was subject to a field correction action for a similar problem ((B)(4)). Mpi has opened a CAPA ((B)(4)) on the effectiveness of the field action where the investigation shows that the problem with this table is site specific and not systemic to the other tables involved in the field action. This will be tested and confirmed once the company receives the device from the facility.

Event description:
During a (B)(4) study the pt's head was elevated in a steep reverse trendelenburg position when the pt's heart rate fell to 30 bpm. The staff attempted to move the table to a level position using the electric controls and the table was unresponsive. The staff manually removed the pt from the table and placed the pt flat on the floor. At that time the heart rate recovered without any CPR or other med intervention.